Event description:
Pt reported experiencing dampness several times near the infusion set cannula housing and the self-adhesive. Pt stated, the issue occurred 6 times within 3 weeks. Pt reported being able to get his blood glucose level under control by himself. No blood glucose level was provided. Pt's normal blood glucose level was provided. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.